Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
Related manufacturer reference number: 1627487-2020-01890 and 3006705815-2020-00801. Medwatch form was received (mw5092476) which reported patient experienced severe pain due to ipg migration and diagnostics showed leads migrated. As a result, patient had system explanted and issue of pain was resolved.